Event description:
A 3.omm diameter x 12mm length ave gfx stent was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion due to calcification of the large vessel, therefore, the stent and delivery system were pulled back from the artery. During attempted removal of the device, the stent dislodged from the stent delivery system in the left main coronery artery, it is not known if the physician followed the instructions for removal of an undeployed stent. There was not additional clinical sequelate reported relative to the event.